Event description:
Caller reported a cartridge alarm with the pump, specifically cartridge alarm 20, which displayed a "high" blood glucose reading, though the exact value was unknown. There was no adverse impact to the customer's blood glucose level. The customer attempted to address the high blood glucose with a correction bolus via the pump and did not require third-party assistance. As a corrective action, technical support confirmed the issue did not occur during the load process and decided to replace the pump, which was still under warranty. The customer was instructed to return the problematic pump using a provided return box and label and to program and connect their settings and continuous glucose monitor to the replacement pump. Customer reverted to an alternative method of insulin therapy.